Event description:
Physician performed an exploratory on rptr's back. Md stated disc had re-herniated at the l4-5, s1 level. Md also stated rptr's chances would be 70% for the better. Rptr was not told problem was scar tissue. Md did a fusion and placed pedicle screws. Since that time she has had pain and problems including right leg numbness and loss of feeling. Rptr has fallen several times.